Event description:
Per the clinic, the patient developed a skin flap infection and was treated with oral antibiotics (levequin 500mg), however, the issue could not be resolved. The device was subsequently explanted on (B)(6), 2013.it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed october 22, 2013.